Manufacturer narrative:
Event was reported to have occurred three weeks ago from the receipt date of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Twenty days prior to receipt of this report, the patient was treated with vancomycin (intraperitoneal, every four days, then every three days, dose and duration not reported) and unspecified antifungal drug (oral, every alternate day, for 10days, dose not reported) for peritonitis. Eleven days after starting antibiotic therapy the pd effluent was clear. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.